Event description:
The patient¿s death was reported and the cause of death noted as suicide. In addition, it was reported that the exact date of death was unknown but was noted as spring of 2009 and occurred in the state of (B)(6). Additional information received 2 days later reported that the patient had the lead component of the implantable neurostimulator (ins) implanted as was sent home without any issues. The patient then returned for the ins placement and, after the placement, the patient was admitted to the psychiatric unit because ¿they were so depressed¿. It was noted that the patient would not allow the ins system to be turned on or programmed. It was unclear if any troubleshooting was performed. Follow up attempts for additional information regarding the event were unsuccessful. However, if additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).